Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) with power up failure. A getinge field service engineer when turned on cardiosave for preparation, the screen remained dark and did not start up. Fse conducted an in-house inspection and checked the log and found that batteries 1 and 2 were not charged, there was no record of the power being turned on at the relevant time. In addition, from (B)(6) 2023, we have recorded that the power will be turned on for inspection within the company. There was no record of the battery being charged during that time. Afterwards, we confirmed that the battery was charging and inspected it, but no malfunction was found. When we checked with the site again, we found that the main unit and the cart had been separated inside the hospital, and the docking was not complete. There was information that it may have happened. Fse discussed with the clinical engineer about having him take a look at the situation at the hospital and docking the main unit and the cart. The patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while preparing for use on a patient, when button was pressed to power on, the cardiosave intra-aortic balloon pump (iabp) unit had no response at all, it doesn't light up when the charge button on battery was pressed even though ac power is plugged in. Treatment was started with a cs100.